Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection was performed with no issues noted. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified y-set could not be disconnected from the patient¿s transfer set. This was noted by the nurse after performing a continuous ambulatory peritoneal dialysis exchange on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.